Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopy, a piece of metal was hanging off the cutting window when inserted the device's blade through the scope. It happened on three devices with the same lot number. Device was removed and tried another one to complete the procedure. There was no patient injury.